Manufacturer narrative:
The pt's medical history was received and evaluated. Co's conclusion remains the same- the implant is not believed to be the cause of failure.

Event description:
Implant placed 6/11/97, site #10. Implant failed and was removed 10/10/97. One person affected.